Event description:
Via email, it was reported that during a procedure in the operating room, the trocar broke in the patient (f) bone. It was necessary to remove the broken trocar (3 cm) from the bone. On (B)(6) 2014, via email, the international contact ((B)(6)) provided the following information as obtained from the end user: there was nothing noted of the needle prior to patient use that would indicate a defect. The surgeon did not experience any difficulty when inserting the needle into the patient. The bone was harder than expected. The issue occurred during the rotations to retrieve the needle from the bone at first biopsy. The surgeon performed a surgical biopsy to get the broken part out of the bone and he took this opportunity to get a bone sample at the same time. The surgeon is very experienced and commented that he thinks the metal used to manufacture the needles is too malleable and they regularly twist the needles during the rotation movements to get the needles out of the iliac crest.  He also mentions that he is not the only user to complaint about that issue in this hospital. There was no injury to the patient. The lady aged (B)(6) is doing well. Her bone was pathological due to a lymphoma. The broken needle without the tip is available for evaluation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up medwatch report will be submitted.

Manufacturer narrative:
(B)(4)-one (1) unit of product catalog code tjc4008, lot number 0000608614, consisting of one (1) stylet assembly, one (1) bone marrow needle and one (1) shepherd hook probe, was submitted for evaluation. Examination of the received complaint sample confirmed the reported failure mode as the needle cannula is fractured at approximately 30mm from the distal end. Inspection of the fractured component suggested the needle cannula was bent due to excessive force. Additional fractography and failure analysis performed by the raw material tube supplier determined the failure occurred due to a bending cyclic load being applied to the needle during the procedure, which led to the failure mode observed. The investigation noted no manufacturing or functional defects on either the stylet assembly or the sample probe (shepherd¿s hook) that may lead to the confirmed failure mode. A review of all methods and personnel used in the assembly of the device did not identify any issues that may have contributed to the reported failure mode. Consequently, the investigation determined no contribution of manufacturing personnel to the reported complaint failure mode exists. Based on the investigation results, the root cause was identified as customer misuse that led the jamshidi bone marrow needle to break due to fatigue occurred under a bending cyclic load being applied to the needle during the procedure. This action exceeded the bending and torsion stress limits of this device.